Event description:
Complaint received reporting recessed silicone/reset issue with use of mc100 microclave clear connector and carefusion admin sets; bifuse sets and smith medical syringe pump sets. It was reported that "..the microclave clear was attached to a PICC line that was attached to a carefusion admin set (ref number - (B)(4)). When the clinician disconnected the carefusion admin set, she noticed that the silicone seal stayed compressed inside the housing." Additionally it was reported that previous shift infusions/set-ups involving this microclave clear connector occurred with access. Mating to smith medical set (ref-(B)(4)) and carefusion bifuse set (ref-(B)(4)). There were no reported adverse pt consequences and or outcomes. Device return: one (1) used mc100, microclave connector; one pkgd. Carefusion smartsite (B)(4); three pkgd. Carefusion alaris (B)(4) ext sets. Visual inspection and analysis pre/post decontamination recorded the used mc100 silicone plug was recessed and residual blood noted in between the plug and the body. There were no other visual abnormalities noted with the remaining packaged samples.

Manufacturer narrative:
Engineering eval of the retnd used mc100 was performed. The mc100 was disassembled and the internal componentry evaluated. The results recorded various component damages and abnormalities including spike damages near the base as well as coring on the silicone plug. The report documented these component damages are typical of access with a male luer that has an inside diameter smaller than 0.062". Dimensional analysis of the retnd unused alaris (B)(4) and smartsite (B)(4 )infusion sets male luer components identified no dimensional issues with the male luer taper or inside diameters. Use of these devices with the m100 would not have caused the above described component damages. Findings: the reported product issue was visually confirmed with the "as-received" mc100. Engineering analysis of the used mc100 connector identified various component damages. The root cause(s) of the component damaged were attributable to us of incompatible mating and access device. The microclave directions for use (dfu) states dimensional requirements that the connector should only be accessed with an iso complaint male luer with an inside diameter between 0.062" and 0.110".